Manufacturer narrative:
The customer declined to provide qc and calibration data for the investigation. The customer stated the qc was in range prior to the event. The field service engineer (fse) found damaged vacuum tubing and replaced it. The fse cleaned the electrode housing, adjusted the rinse level, and reconditioned all electrodes. The service actions resolved the issue. No further issues were reported.

Event description:
There was a complaint of questionable sodium results for 2 patients tested with a cobas 6000 c501 module. The questionable results were reported outside the laboratory. The initial results were questioned. Patient 1¿s initial result was estimated at 170 - 180 mmol/l; the repeat was estimated at 135 - 136 mmol/l. Patient 3¿s initial result was 170 mmol/l; the repeat was 140 mmol/l. It was stated that at least one data flag was present. It is unknown which result or results were flagged. The customer believes the repeated results to be correct. The lot number and expiration date of the sodium electrode used were requested, but not provided.